Event description:
Hill-rom received a report from a hill-rom technician stating the bed has a broken right foot siderail. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the plastic center arm was completely broken in half. The siderail could be raised, but not easily. Once the siderail was raised it was unable to latch due to the broken center arm. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you performed a simi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom service technician replaced the center arm and plastic cover to resolve the issue. Based on this info, no further action is required.